Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that quite often when they void at the end of voiding they get a pain. Patient stated this had been occurring since they got the device implanted. The patient was redirected to their healthcare provider to further address the issue. They were scheduled to follow-up with healthcare provider (hcp) later today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were having a hard time going to the bathroom. Patient said it was kind of hard for them to pee. Patient also said their spouse catheterized them if they couldn't go so they didn't have a lot left in the bladder. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned the first day they didn't feel the stimulation sensation but yesterday they did and now they know what it feels like. Patient had a post op appointment with their doctor on march 5th. Patient reported urinary symptoms.

Event description:
Additional information was received from the patient. The patient reported that the therapy was not helping enough since the implant date. The patient stated that the therapy helped a little bit, but they were still "bursting" and didn't have enough time to get to the bathroom. As a result, the patient said they still don't have the confidence to go out in public without wearing a pull-up. The patient had an appointment with their hcp, and they "took it up" (agent was under the impression the patient was referring to increasing amplitude), then told the patient they could make therapy adjustments at home. The patient changed programs at home, but they said they must have done it wrong, and they weren't sure if they turned therapy off. During the call, the patient was seeing the 'device is not responding' message, which was because the communicator was not positioned over the ins. The patient confirmed they were able to connect to the ins once the communicator was positioned over the ins. Therapy was turned off (the reason for this was unknown). The patient turned therapy on and confirmed they felt stimulation, but they mentioned they had not gotten enough symptom relief at the amplitude it was set to. The agent reviewed programming considerations, and the patient decided to increase amplitude, confirming that they could still feel stimulation when they increased it. The patient will maintain amplitude and continue to monitor symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient and patient's spouse called back, they reported that they increased on the last call and felt a little vibration. The patient reported that they were not getting enough notice to go to the bathroom and if they even think about their bladder they feel like they were going to burst. Reviewed with the caller that it was within their control to increase the stimulation. They caller asked if there was a standard, reviewed that it is very individual. Reviewed to follow healthcare provider (hcp) instruction for changing programs. The caller added that they had a nasty fall when they were in the bathroom and felt on the same side as the device and it was very sore after that, but it was feeling better now.